Event description:
Facility alleges blood leak during treatment. Chief tech reports leak on 1st use. Circuit discarded; dialyzer and lines replaced. No further medical intervention reported. Ebl >100cc.